Event description:
The patient reported that during the past two months they experienced issues with four pods. According to the patient, two pods either became clogged or failed to dispense insulin. No further details were provided regarding the two additional pod failures. The patient further reported that one of these four pod issues resulted in a hospitalization. No additional information regarding hospitalization dates, glucose values, symptoms, diagnosis, or treatment were provided. Multiple good-faith efforts were made to gather additional details relevant to the medical event, but no further information was available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.